Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after pre-dilatation of the lesion with an 6 x 100 mm armada 35 balloon catheter the decision was made to use a 7.0 x 100 mm absolute pro for stenting. Before use, when the scrub nurse was preparing the stent delivery system, the device was flushed and attempt was made to remove the mandrel; however, it was not moving freely. The absolute pro stent implant became exposed and was stuck with the mandrel. The deployment lock was not touched. There was no patient involvement. A new same size, same type device was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The premature deployment and/or flowered stent was confirmed. The difficulty removing the mandrel was not confirmed. It may be possible that the mandrel was not removed per the absolute pro instruction for use causing the mandrel to inadvertently pull the stent out; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the premature deployment and difficulty removing the mandrel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.